Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that after a hakim valve was implanted, it was obstructed and was revised. The initial setting was unknown. The patient is under monitoring.

Event description:
N/a.

Manufacturer narrative:
Sample was received for evaluation. The sample was visually inspected, and the proximal connector was returned separated from the valve, biological debris was noted in the valve casing, as well as needle holes in the needle chamber. Images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 70mmh2o. The valve was hydrated. The valve was tested for programming and passed the test. A connector was attached to the valve. The valve was flushed and passed the test no occlusion was noted. The valve was leak tested and the only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed the test. The siphon guard was tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. The root cause for the pressure issue is due to the biological debris found on the ruby ball, the biological debris was not letting the ball sit correctly. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.